Event description:
A female patient reported minor numbness in the lips following a surgery in which the flexiform headrest was used. This device incorporates a vacuum bladder filled with polymer beads that conforms to the patient's face and head to establish stability during procedures. After speaking with the patient in recovery, the staff reported that the patient was slow to recover from the numbness condition in the lip area. The nurse coordinator reported that the patient was discharged and there was no additional contact with the staff after the initial complaint was entered during the recovery period.

Manufacturer narrative:
The nurse coordinator for the operation said that during the procedure, the patient was under general anesthesia, but did not receive an anesthesia block. A trained allen medical representative was on site prior to and following the procedure. This rep evaluated the flexiform vacuum bladder and headrest. No functional or safety issues were found. There is no indication from the users that the flexiform headrest ever failed or malfunctioned. Despite attempts to contact the case surgeon, he could not be reached to determine if full patient recovery has yet taken place.